Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had repeated no delivery alarms since (B)(6) 2015. The customer's blood glucose was 70 mg/dl at the time of incident. Customer reported they have troubleshooted in the past by changing their sets. The customer also reported they have tried different cannula lengths. Customer stated they have tried all remedies for the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan as their insulin pump needed to be replaced. The customer agreed to return the insulin pump for analysis.